Manufacturer narrative:
(Serial #) information was not provided.

Event description:
On (B)(6) 2012, the lay user/ patient's health care professional (hcp) contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient's hcp reported unspecified blood glucose results with the subject meter and on the other meter, perform at an unspecified time of each other. The patient's hcp stated the patient did not experience any symptoms or seek any medical attention because of the reported issue. Since the results were not provided and the results for the expected value for meter to meter accuracy cannot be determined, this complaint is being reported.